Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device. Device had a disengaged handle and missing body screw. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic nissen fundoplication procedure. The suturing device was being used for cr eating the gastric collar. The device was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, another suturing device was opened. There was no patient harm. That patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.